Event description:
We had just restrained an aggressive patient in the twice as tough violent restraints in his bed. He was able to follow the line that attached his wrist to the bed and unclasp the buckle to free his hand. Restraint kept patient from raising arm off bed, but did not prevent him from moving hand towards bedframe where restraint was secured to bed.